Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was no response when connecting the line to the etco2 inlet. The device was in use on a patient and there was no adverse event to patient or user.